Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed . And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: the date received by manufacturer has been used for this field. Lot #: lot number: 1165840 was reported, however, this is not a lot # manufactured for the reported catalog # : 928855. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check for needle hub separates due to unknown lot number. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd insulin syringe (0.3ml) the needle hub separated. The following information was provided by the initial reporter: consumer reported when he removed needle shield, needle hub separated. Stated, he has to take more than 1 syringe when he's away from his home because he's concerned the issue could happen again. Lot: 1165840, catalog: 928855, date of event: unknown, samples: yes . Cl.